Manufacturer narrative:
(B)(4). A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the degeneration of the valve was most likely caused by the dialysis the patient was on for end stage renal disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by patient registry, the patient received a second thv in the aortic position almost two years post successful implant to treat "critical aortic stenosis and moderate aortic regurgitation due to structural degeneration" of the valve. Valve area was 0.4cm2, mean gradient 46mmhg, peak gradient was 78mmhg, and ejection fraction of 25%.